Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/23/2017 with the following findings: during investigation, the pump was powered on to a dim and fading display. Unrelated to the original complaint, visible moisture corrosion was found in the battery compartment. A leak test was performed and failed due to a crack in the battery compartment. The pump was opened to find no moisture. Additionally, the battery compartment was cracked near the top left corner of the grip pad.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the issue may impact the user's ability to read some or all the information on the screen which may result in over or under delivery. There was no indication that the product caused or contributed to an adverse event.